Event description:
Related manufacturer report number: 3006705815-2022-16843. It was reported that the patient underwent surgical intervention on (B)(6) 2022 due to fluid being in the ipg port. The patient was also experiencing ineffective stimulation. The ipg and lead were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The report that the ipg was revised due to fluid in one of the ports and the output stimulation was ineffective was not confirmed. Analysis of the returned ipg did not identify any anomalies in either port, it communicated with all lab utilities, and passed all tests on the ate (automated test equipment).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.